Event description:
Caller reported aviva blood glucose results of 30 mg/dl and 340 mg/dl within 10 minutes. Reported a second, separate comparison. Customer felt shaky, had a blood glucose result of 329 mg/dl, retest result was 21 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.